Event description:
Customer reported one sample later identified with anti- e failed to react with one 0.8% resolve panel a lot vra196 but reacted positive with an alternative panel a lot. On (B)(6) 2014, sample in question gave a positive screen (2+) with 0.8% surgiscreen cells, cell#2. The sample was then tested with 0.8% resolve panel a lot vra196 using manual gel method (15 min incubation). All cells were negative. The sample was then tested with an alternative 0.8% resolve panel a lot and both e positive cells reacted, 1+ to 2+ positive. Anti- e was identified. Sample in question was retested with lot # vra196, cells 3 and 6 with 20 min incubation and increased plasma in the gel but again results were negative. Qc for all reagents was acceptable. The panel a lot # vra196 cells # 3 and #6 were phenotyped by the customer for the e antigen and reacted 4+.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).